Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with a motor error. The customer's blood glucose value at the time of incident was 180 mg/dl. The customer stated that he changed the infusion set and sat down to watch tv when he felt the pump vibrate; he had received a motor error alarm. Troubleshooting was initiated and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to him.